Event description:
Edwards received a copy of a user facility medwatch submitted by the hospital regarding an explant of an aortic bioprosthetic valve after an implant duration of approximately 11 years, due to stenosis ( uf report #(B)(4)). The valve was replaced with another prosthetic device. The event description states: "heart valve placed in 2001 had to be replaced in 2012. Cardiovascular surgeon thought that the valve may have been defective as he thought it should last a few years longer. " operative report received from the hospital indicates, " the patient developed stenosis of the prosthetic aortic valve...the prosthetic aortic valve has degenerated with calcified stiff leaflets...[at the end of surgery] patient tolerated the procedure well. There were no complications. Was taken to the intensive care unit hemodynamically stable"

Manufacturer narrative:
The device history record review is in progress. As the explanted device was not released to edwards for evaluation, the reported calcification could not be evaluated or confirmed. However, calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.